Event description:
It was reported the system would intermittently have blank or black monitors. This could cause the system to become unusable due to the inability to display a live images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.